Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-sustained right ventricular oversensing episode was observed. No actions were taken. It was not known if the issue was caused by the ICD or lead. The patient condition was good and routine follow-up will continue.